Manufacturer narrative:
Product event summary: at analysis it was noted that the unit failed on its ventricular sensitivity and that calibration was required. It was further noted that the generator's lower case was broken. The unit was to be cleaned and inspected, its lower case replaced and it will be tested and calibrated on the automated test system.

Event description:
The external pulse generator was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.